Event description:
It was reported that the surgeon attempted to insert a 22.0 diopter aa4204vf silicone plate lens and the lens was torn by the injector. There was patient contact but no patient injury.